Event description:
It was reported that the handpiece began overheating prior to the start of an oral surgery. There was no pt involvement or user injury, and the planned procedure was successfully completed with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with driveshaft bearings and the spindle housing, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.